Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant country: taiwan, province of china. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4k05435 was manufactured 24/oct/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 18/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #3 & #2 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4h01289, order (B)(4), material 1738335, was manufactured on 08/11/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4h01078, order (B)(4), material 1738335, was manufactured on 08/14/2024 in the amk mixer large #2 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4h01686, order (B)(4), material 1738335, was manufactured on 08/14/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4j00554, order (B)(4), material 1738335, was manufactured on 09/06/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4j01345, order (B)(4), material 1738335, was manufactured on 09/07/2024 in the amk mixer large #2 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4h05259, order (B)(4), material 1738335, was manufactured on 09/08/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4k03385, order (B)(4), material 1738335, was manufactured on 10/15/2024 in the amk mixer large #2 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. - the subassembly lot 4k02641, order (B)(4), material 1738335, was manufactured on 10/15/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4k02642, order (B)(4), material 1738335, was manufactured on 10/21/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4k02643, order (B)(4), material 1738335, was manufactured on 10/24/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4k04244, order (B)(4), material 1738335, was manufactured on 10/29/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4h05032, order (B)(4), material 1738335, was manufactured on 08/29/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4j02249, order (B)(4), material 1738335, was manufactured on 09/27/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4j05263, order (B)(4), material 1738335, was manufactured on 10/05/2024 in the amk mixer large #3 manufacturing line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 18/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there is a photograph and a video associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 18/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4k05435 lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and no additional complaints were identified. Historical nonconformance review: on 18/aug/2025, complaints investigator ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number 4k05435 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm)-050 "fluid uptake test": (B)(4). Defect rate analysis there have only been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The retailer notified regarding the dressing unable to absorb exudate. Photograph and a video depicting the issue were received from the complainant.